Event description:
It was reported that during implant attempt, the helix started to deploy but would not extend fully against the tissue in the rv (right ventricle). The helix was retracted back into the lead and another location was attempted, with the same result. The lead was then pulled into the atrium and the helix was fully deployed while not touching any tissue, but this deployment took 20 or more turns. The lead was removed from the body and the helix appeared to have a slight bend in it. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).